Event description:
It was reported that this right atrial (ra) lead was capped due to break/fracture and impedance issues. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.